Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 350cc breast implants and experienced deflation on the left side and capsular contracture baker grade unknown on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.

Manufacturer narrative:
Additional information received on 2/25/2019 indicated the patient will undergo device removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 4/9/2019 indicated the patient experienced bilateral capsular contracture baker grade IV and underwent removal and replacement with mentor memorygel breast implants 350cc, catalog number 3503504bc, serial number (B)(4), lot number 7445223 (l) and serial number (B)(4), lot number 7660388 (r) on 4/5/2019. The serial number was identified as (B)(4), and the concomitant product serial number was identified as (B)(4). Manufacturer¿s reference number: (B)(4).